Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device was recalibrated to address the issue. In addition to the above blower assembly, blower bellows, blower mount, machine flow sensor, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02 and muffler assembly will need to be replaced due to contamination.